Event description:
It was reported that upon attempting to remove the wound drains, one of them removed easily while the other one broke and left an approximate five inch section inside the pt. Two drains were placed during a hartmann's colostomy with resection of stricture of the colon. The pt was taken back to surgery to have the broken section removed. No further complications were reported.